Event description:
This MFR report pertains to one of four devices used during the same event. Refer to MFR report numbers 3005099803-2009-04848, 04851 and 04862 for the associated reports. It was reported to boston scientific corporation that two cre esophageal/pyloric/colonic wire guided balloon dilation catheters, a wallflex colonic stent and a resolution clip device were used during a colonoscopy procedure with stent placement. According to the complainant, each of the two cre balloons were inflated to 12mm without incident. Prior to deployment of the resolution clip being used as an endoscopic marker, visualization and the scope position were lost. The nurse deployed the clip. It was observed that the clip had detached from the catheter, the jaws were wide open and the clip was not attached to tissue. The stent was placed, covering the clip which was left inside the pt. The stent used as a bridge to surgery at which time the clip and stent will be removed. Nine hours after the case, a perforation was found and the pt was sent to surgery for the perforation. The perforation occurred in the same region as the stent; the physician believes the perforation is the result of the balloon.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.